Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported adverse impact to the customer. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not reappear, and successfully started new sensor session.